Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The several messages displayed "cassette not attached properly" was noted in the ehl as stated by the complainant. Service history identified the complaint was not related to a previous service of the device within the review period. The device was visually inspected. A downstream occlusion (dso) seal delaminated was noted. Functional testing was performed. The dso sensor was found to be defective. The allegation made by the complainant was confirmed. The dso seal, dso sensor, battery compartment springs, and pwa board were replaced. The device passed all functional testing after repair.

Event description:
It was reported that there was cassette error. There was no patient involvement. Evaluation of the returned device identified a dso seal delaminated, dso sensor defective, battery springs corroded and confirmed the reported issue.